Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged and cracked at the case and on the insulin compartment threading. Customer's blood glucose was 232mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.